Manufacturer narrative:
The service found that the battery contacts were dirty (oxidation or residue of drug): this situation can lead to an inconstant contact with the battery. For the reason, the service cleaned the battery contacts. Device evaluated and returned to the distributor/user. No patient involvement. Note: this MDR is generated as a retrospective analysis, for this reason: some information can't be available at this time (e.g. Patient name, age,weight, etc,). Submission date of this report is over 30 days after the date of the event.

Event description:
The customer report that pusher withdrawn during infusion.